Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A review of device history records for manufacturing revealed no complaint related issues. The present blade was analyzed for conformance to print specifications and the DHR was researched. No abnormal findings were identified. A function test was performed and the device was functional as required. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence. We can only assume that in this case a primary drilling as described in the technique guide could have avoided this occurrence. No product fault could be detected.

Event description:
The patient had a trochanteric femoral fracture. The operation was started after the positioning of the reduction. Then a nail was inserted into the femur after fenestration using the crown reamer and reaming into the medullary cavity. The doctor felt the caput femoris was hard, but he went on with the insertion of the blade. However, at the final conclusion, the blade did not lock enough. After all, the blade in question was removed from the caput femoris and replaced with a new one. The doctor said that in this patients case, the medullary cavity was so narrow that he decided to use the reaming in order to insert the nail sized 10mm. The reduction seemed to be rather difficult for him, because he has been so exhausted physically. The fixation procedure of the blade with the inserter might not have been a little bit orderly. This is 1 of 1 report for event #(B)(4).